Event description:
It was reported that they were getting line artifacts on patient images causing the patient to be re-exposed. It was determined that the array, tube and the generator needed to be replaced. Once these parts were replaced, the system is working as intended.